Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with all tines noted intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.